Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a routine follow up appointment the inflatable penile prothesis (ipp) was not functioning properly. Troubleshooting was attempted to no avail. The patient underwent a surgical procedure during which the existing device was explanted and replaced with a new ipp. Upon explant, it was noted that one of the cylinders had a tear. There were no patient complications.